Event description:
We completed a pfa case using boston scientific's farapulse system. During the post case ice survey, the physician noticed a pericardial effusion. They performed a pericardial synthesis and monitored the effusion. Physician believes they perfed with the boston wire/pfa system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).